Event description:
Customer called to report a diluent leak from behind the apertures of the unicel dxh 800 coulter cellular analysis system into the output buffer. The leak was contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the nucleated red blood cell (nrbc) chamber was not draining due to debris in the drainage port, which resulted in the leak. The fse removed the debris and replaced the nrbc chamber as well as the sample line tubing to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the instrument leak is attributed to the tube stopper debris in the nrbc chamber drain. The issue was resolved with the repairs performed by the field service engineer. Customer has not called back to report any further issues relating to this event. (B)(4).